Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day after implant, the pli and capture threshold increased. The patient was hemodynamically stable. The lead was repositioned.